Manufacturer narrative:
The device is currently with the (B)(6) police department as they investigate the patient death. Resmed is in contact with the police and was informed they believe the device was not at fault and did not contribute to the patient death. The police department is awaiting the results from the autopsy prior to releasing the device. Resmed has requested the device be returned so that an engineering investigation could be performed. (B)(4).

Event description:
(B)(4).